Event description:
Customer alleged blood glucose results of 364 mg/dl and 98 mg/dl when testing was performed back-to-back on the aviva system. The customer reported having no symptoms and did not treat or act on the results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.